Event description:
It was reported that the user experienced difficulty pairing the dexcom g7 to the ilet while the dexcom app continued to receive glucose readings, and the ilet intermittently indicated it was charging when not connected to a charger. Symptoms included elevated blood glucose reported at 245 mg/dl. Outcomes included interruption of cgm-pump communication with associated impact on automated insulin dosing. Investigation included customer-guided troubleshooting and education, including device restart and cgm type reconfiguration with attempted re-pairing. Investigation of this case revealed that pairing failed between the ilet and the dexcom g7 while the cgm functioned with its native app, indicating a connectivity issue isolated to the pump interface. It was concluded that the event was attributable to a pairing failure between the ilet and the cgm without evidence of device damage or user injury. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.